Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a routine interrogation, the patient did not feel the device vibration during a patient notifier testing. Performing a device download was recommended. The physician decided to just monitor the patient. The patient left the condition in good condition and will be followed-up every three months.